Event description:
Complainant alleged that during biomed testing the device failed to charge when the "charge" button was depressed. Complainant indicated that there was no pt involvement in the reported malfunction.